Event description:
A tube snapped. According to their incident report, the uac broke upon withdrawl. The broken segment was removed by squeezing and removing with forceps. No injury was reported.

Manufacturer narrative:
Co contacted the customer who confirmed the complaint involved a uvc and not a feeding tube as first reported. The uvc evaluation found slice marks on the surface of the severed area. There were also nick marks 180 degrees apart on the catheter surface. The catheter appeared to be nicked by scissors or other sharp instruments. Labeling clearly states, only instruments that will not score or cut the catheter surface should be used. This is a user handling or technique problem. No product problem was identified.